Event description:
Maude report ((B)(6) states that a patient experienced pain, sudden inability to sit properly or walk, lucency, cystic lesions, fluid collection, osteolysis, soft tissue destruction, dark fluid, black tissue staining, and severe corrosion on the head. Patient was diagnosed with particle disease/metal-on-metal reaction. Patient had also undergone a closed reduction for dislocation. It is not clear whether the report was submitted by the patient or an attorney. The submitter's name was karen collins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Maude report ((B)(4)) states that a patient experienced pain, sudden inability to sit properly or walk, lucency, cystic lesions, fluid collection, osteolysis, soft tissue destruction, dark fluid, black tissue staining, and severe corrosion on the head. Patient was diagnosed with particle disease/metal-on-metal reaction. Patient had also undergone a closed reduction for dislocation. It is not clear whether the report was submitted by the patient or an attorney. The devices associated with this report were not returned. A previous review of the device history record for product 136551000, lot 1130640 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product/lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.